Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that metal shavings were coming out of the button near the attachment of the cordless driver 3 during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No metal shavings came in contact with the surgical site. No adverse event was associated with the device.